Event description:
3m customer reported 3 patients, all neuro procedures prepped with duraprep surgical solution, experienced skin loss upon removal of the drape. Reportedly, 2 patients were treated with bacitracin and 1 with a transparent dressing.

Manufacturer narrative:
Per approved, drug facts, warnings for duraprep solution now state "to avoid skin injury, care should be taken when removing drapes, tapes etc ... Applied over [duraprep] film." This event is being reported following a review of previous customer reports of skin stripping. This event was not initially reported due to the limited information available from the user. The information remains limited, however, a conservative approach is being taken and a report filed.